Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon complained the synchroseal instrument was not cutting the mesentery tissue well and was ligating a vessel. The surgeon completed the procedure using a vessel sealer extend instrument the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information on 02-nov-2021: the synchroseal instrument was having a cutting and sealing issue. She did not know if the blade was exposed. The staff was not getting an error message while using the instrument. The instrument worked for about 10 minutes, but it was always having issues. She did not know if there was a continuous tone while the instrument was sealing or if there was any completion tone. She did not believe the mesentery tissue was cut after they attempted to seal. She did not know if the tissue was under tension during the sealing or cutting process. The tissue was not greater than 5 mm, was not exposed to any radiation or chemotherapy prior to the procedure, and there was no evidence of vessel calcification. They did see tissue effect during the sealing cycle, but it was a lot slower than expected. The jaws did not come into contact with anything hard or any metal object. The jaws were not immersed in a liquid or contaminated by carbonized tissue during use. There was no unexpected bleeding experienced by the patient. The surgeon did not know what caused the issue with the instrument. There are no pictures or videos of the incident. The instrument had been returned isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery. The instrument delivered energy without any issues and passed the electrical continuity test. The grip force test passed at the straight orientation at all orientations. No physical damage was found. A review of logs showed no failures. The root cause of the customer's reported issue was determined to be non-device related factors. A review of the site's complaint history does show any complaints for other issues related to this product. No image or video clip for the reported event was submitted for review. A review of the instrument log of the synchroseal (part # 480440-05 / lot # l90201025-0230) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the initial use of the instrument. This complaint is being reported due to the following conclusion: it was alleged that the synchroseal instrument did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/ misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.